Manufacturer narrative:
Evaluation summary: customer reported resistance primary biopsy channel. The customer stated the channel is clogged. Therefore, we checked the returned unit and confirmed that the suction channel resistance. Based on the result, we concluded that it was caused due to the physical damage applied on the suction channel. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. Pentax medical issued RMA# (B)(4) for the device to be returned for further evaluation. The device is currently pending return. On 13-dec-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 07apr2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported, the user stated that there was resistance primary biopsy channel, channel is clogged. The timing of the event is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.